Event description:
During an ercp, a wilson-cook tracer metro wire guide was placed inside the biliary duct. A wilson-cook cotton canulatome ii sphincterotome was placed over the wire guide to facilite a sphincterotomy. Difficulty in wire guide advancement was experienced. When the wire guide was removed, a small portion of the wire guide coating detached from the wire guide. An effort to retrieve the detached portion was attempted, but was not successful. The pt was reported to be in stable condition.